Manufacturer narrative:
The device was returned for repair. The issue of the damage and deformity in the control body of the device was observed at inspection. The issue were occurred by a physical stress caused by handling. In addition, it was noted that the rubber coating and a crack in the distal sheath and glue, the forceps passage had a leak, the elevator channel water flow inlet was loose, and switch button number 1 had a cut. The device was returned to the customer unrepaired as olympus does not service this device any longer. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for repair of a leak, and the damage and deformity in the control body of the device was observed at the time of estimation. There is no reported patient harm.

Manufacturer narrative:
There is more information on the device evaluation. Correction is being made to component code. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. The device was repaired in december 2019 (angulation adjustment, elevator wire repair, switch unit replacement, and refile and re-glue). The damage and deformity in the control body of the device can be attributed to aging deterioration considering the date of manufacture or to external force applied, e.g. Rubbed excessively, during the daily use including reprocess. The instructions for use includes the following statements: inspection of the endoscope: 1. Inspect the control section, the endoscope connector and the ultrasonic connector for excessive scratching. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the surface of the insertion tube for dents, bulges, swelling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. 5. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities. 6. Gently hold the midpoint of the bending section and a point 20 cm from the distal end. Push and pull gently to confirm that there is no play. 7. Inspect the objective lens and the nozzle and the ultrasonic transducer at the distal end of the endoscope¿s insertion tube for irregularities.